Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they are trying to put ins into MRI mode but having difficulty communicating between fob and ins. Caller consistently seeing "no device found" on handset. Fob is charged up and showing bluetooth lighting. Made multiple attempts to communicate, caller and the patient physically moved to different areas and rooms 3 times but this didn't resolve the issue. The caller shut down both fob and handset, turn off/on bluetooth but this didn't resolve. The caller position fob at various angles and positions relative to ins but this didn't resolve. The patient used handset and fob successfully yesterday. Troubleshooting did not resolve the issue. No further complications were reported.